Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
A 2nd guide wire was used and the wire could not advance past the soft portion of the wire. There was difficulty in withdrawing the guide wire within the introducer needle as if caught onto something. An attempt was made to recover both the wire and the introducer needle together. However, as these were removed, the coil of the guide wire was found to have been unraveled with the remaining of the wire still within the wrist. An attempt was made with a tug to see if the remaining wire could be removed. After the wire was removed and inspected, there was suspicion that the tip had broken off. An ultrasound by a doctor demonstrated at least a small part of the wire still remaining within the lumen of the right radial artery. X-ray of the wrist showed a small looped wire retained within the left wrist. The vascular surgeon's recommendation was to manage this conservatively following a period of observation on the ward with no clinical and radiological evidence of wire migration. Patient will follow-up with the vascular surgeons in their outpatient clinic. Patient displayed wrist discomfort. .

Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of "the guide wire was found to have been unraveled" is confirmed. Upon return, the guidewire was unraveled towards the distal tip. The root cause of the unraveling is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex has assessed the risk. There are no new or revised risks for the reported complaint. Teleflex will continue to monitor for trends. Other remarks: please refer to MDR #3006425876-2017-00088/tc #(B)(4) and MDR #3006425876-2017-00090/tc #(B)(4) related to this complaint.

Event description:
A 2nd guide wire was used and the wire could not advance past the soft portion of the wire. There was difficulty in withdrawing the guide wire within the introducer needle as if caught onto something. An attempt was made to recover both the wire and the introducer needle together. However, as these were removed, the coil of the guide wire was found to have been unraveled with the remaining of the wire still within the wrist. An attempt was made with a tug to see if the remaining wire could be removed. After the wire was removed and inspected, there was suspicion that the tip had broken off. An ultrasound by a doctor demonstrated at least a small part of the wire still remaining within the lumen of the right radial artery. X-ray of the wrist showed a small looped wire retained within the left wrist. The vascular surgeon's recommendation was to manage this conservatively following a period of observation on the ward with no clinical and radiological evidence of wire migration. Patient will follow-up with the vascular surgeons in their outpatient clinic. Patient displayed wrist discomfort.